Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. The receiver was received for evaluation. An external visual inspection was performed a cracked display screen was observed. A charging and boot up test was performed and the receiver passed. Review of the log data confirmed the reported error icon. The probable cause could not be determined. No additional patient or event information is available.